Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that there was leak at the top of the reservoir. The customer's blood glucose was 588 mg/dl at the time of the incident. The customer stated that they experienced high blood glucose over 600 mg/dl as well. The customer stated that they have been treating the high blood glucose with the insulin pump. The customer stated that there were no cracks or splits in the barrel. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.